Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was being implanted with an impella cp device for mechanical circulatory support. It was reported that impella cp optical was unable to advance through the patient¿s tortuous iliac artery and aorta. Additional information indicated that vessel size was assessed prior to insertion, and it was decided to use the long 14fr x 25cm sheath. However, the sheath was not long enough to reach the patient¿s aorta due to tortuosity of vessels. Multiple techniques attempted with no success and the impella cp implantation was aborted. The patient remained stable throughout procedure.

Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. As it was stated that the patient had tortuous vessels, the root cause of the delivery issues was most likely related to patient condition. No product or data logs were provided. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: use of impella with transcatheter aortic valves ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ this report is being filed as part of a retrospective review of historical records.